Manufacturer narrative:
Plant investigation: no samples were returned to the manufacturer for physical evaluation. However a photograph was provided by the customer that the manufacturer used to confirm the reported issue. The likely cause of the reported issue is a bad electrical contact at the motor protection switch in stage 1. The contact resistance increases the pump current and leads to an increase in thermal energy at the contacts points. The cable lugs at the motor protection switch get overheated and discolored by the released thermal energy at the bad electrical contact. As a consequence the motor protection switch could trip and interrupt the device operation. This is a known failure. Corrective actions were defined and implemented. A new wiring design was released. The device was built before improvement of the wiring design. The reported event was solved by replacing the motor protection switch and the wiring in stage 1. It is recommended to replace the wiring and motor protection switch in stage 2 to prevent additional failures.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that there were indication of heat on the wires on the back of the stage 1 motor protection switch (mps) of the aquabplus reverse osmosis (ro) system. The biomed was advised to replace the motor protection switch and connected wiring. Part numbers for the switch and the cable from the switch to the contactor were provided. Additional information was obtained during follow-up with the biomed. The biomed stated that the ro system unexpectedly shut down after being powered on at the beginning of the day. The biomed stated that staff members were not present when the reported issue occurred. No diagnostic messages or audible alarms were reported. There was no observed burning smell, smoke, spark, flame, or arcing. Upon evaluation it was discovered that the wires of the back of the stage 1 motor protection switch (mps) sustained thermal damage. The wires appeared discolored. There were no blown fuses identified. The thermal overload relay did not trip. There were no local power grid issues nor electrical storms on or around the reported event date. The ro system is securely plugged into its own breaker. The motor protection switch and connected wiring were replaced to resolve the reported issue. The ro system was returned to full operation. The samples are available to be returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals because of this malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that there were indication of heat on the wires on the back of the stage 1 motor protection switch (mps) of the aquabplus reverse osmosis (ro) system. The biomed was advised to replace the motor protection switch and connected wiring. Part numbers for the switch and the cable from the switch to the contactor were provided. Additional information was obtained during follow-up with the biomed. The biomed stated that the ro system unexpectedly shut down after being powered on at the beginning of the day. The biomed stated that staff members were not present when the reported issue occurred. No diagnostic messages or audible alarms were reported. There was no observed burning smell, smoke, spark, flame, or arcing. Upon evaluation it was discovered that the wires of the back of the stage 1 motor protection switch (mps) sustained thermal damage. The wires appeared discolored. There were no blown fuses identified. The thermal overload relay did not trip. There were no local power grid issues nor electrical storms on or around the reported event date. The ro system is securely plugged into its own breaker. The motor protection switch and connected wiring were replaced to resolve the reported issue. The ro system was returned to full operation. The samples are available to be returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals because of this malfunction.